Event description:
The pt reportedly experienced a loss of sound. Testing confirmed that all electrodes were shorted and the pt's device was not functioning. The pt's device was explanted and the pt was reimplanted with another advanced bionics device.